Event description:
Intraoperatively laser tip fiber broke off in the pt during a tonsillectomy case which was retrieved from pt's throat with scope and grasper. Reason for use: laser used during tonsillectomy.